Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). It was indicated that the devices are not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that approximately 15 cases (patients) had irritations and excess fibrin in the anterior chamber following their cataract surgery. The surgeon believes that the irritations were caused by the healon viscoelastic because he has changed nothing in his procedures and has seen a letter from a ''shopping-community'' with the topic that healon can be the cause of similar issues. Additional information was receive and it was learnt that the patients were treated with triamcinolone 40 mg peribulbar and have recovered. The account commented that the samples are not available for inspection as they were used-up during the surgeries. No further information was provided. The account provided 2 different healon lot numbers. This MDR is to record lot number ud31370. A separate report will be filed for lot ud31157.

Manufacturer narrative:
At the time of submission of the initial MDR 3004750704-2018-00043, the incident date range ''between (B)(6) and (B)(6) 2018'' was provided but it was inadvertently not included. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).